Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the atrial signal in the right ventricular (rv) lead. The crt-d was reprogrammed; however, there is a risk of undersensing in case of an arrhythmia. The cardiologist discussed the situation with the patient, and it will be decided whether this crt-d be tolerated an induction test to check for proper sensing or if the rv lead position needs to be corrected. This crt-d remains in service. No adverse patient effects were reported.